Event description:
It was reported that the patient was explanted shortly after implant due to infection. No symptoms or outcome were reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the infection was at the device pocket and that the organism was unknown. The patient was treated with both IV and oral antibiotics and the infection resolved.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4). Implanted: 2011-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, (B)(4).